Manufacturer narrative:
Additional information was provided that the result of 3.5 inr at 1:13pm was generated using strip lot 353503-21, the result of 3.6 inr at 1:16pm was generated using strip lot 294151-23, and the result of 3.5 inr at 1:18pm was generated using strip lot 345213-21.

Manufacturer narrative:
The reporter's meter and test strips from lots 345213-21 and 353503-21 were provided for investigation where they were tested using retention controls. Lot# 345213-21: testing results (qc range = 2.8 - 4.4 inr): qc 1: 3.1 inr, qc 2: 3.1 inr , qc 3: 3.1 inr . Lot# 353503-21: testing results (qc range = 2.5 - 3.9 inr): qc 1: 2.9 inr , qc 2: 2.9 inr , qc 3: 3.0 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot qc lot. All measurements were without error messages. Customer reports that two fingers used for the 4 tests. A new being used for a new test is mandatory. This issue is addressed in product labeling. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips were tested in comparison to master lot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.

Manufacturer narrative:
Occupation - occupation was lay user/patient.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4). This medwatch is for the strip lot 29415123. Refer to the medwatch with patient identifier (B)(6) for the unknown strip lot and to medwatch with patient identifier (B)(6) for strip lot 34521321. At approximately 8:30 am, the laboratory result was 2.6 inr. The laboratory reagent was requested but was not known. At 9:21 am, the meter result with an unknown strip lot was 3.6 inr. At 1:13 pm, the meter result was 3.5 inr. At 1:16 pm, the meter result was 3.6 inr. At 1:18 pm, the meter result was 3.5 inr. Two of these results were taken with lot 29415123 using different vials. One of the results was taken using lot 34521321. The customer was unsure which results were taken with which lots. The laboratory result was believed to be correct. There was no allegation of an adverse event. The therapeutic range is 2.0 inr - 3.0 inr. The suspect product was requested to be returned for investigation. Replacement product was sent. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.